Event description:
It was reported that during a thoracic surgery, 1st stapling operation successful, but when changing the refill, the metal part of the refill got stuck in the jaws of the stapler. As a result, the pliers could no longer be used and a second stapler had to be opened. The surgery was completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 8/23/2024. D4: batch # 850c62. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no visual non-conformances and with a gst45b reload present. The reload was received fully fired. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 850c62, and no non-conformances were identified.